Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months later, an attempt was made to retrieve the filter. Using b mode ultrasound, a 21-gauge micro puncture needle was used to puncture the right internal jugular vein on the first attempt. A straight flush catheter was advanced so that its tip lay caudal to the inferior vena cava filter. The right lateral filter struts were noted to be significantly integrated into the wall of the inferior vena cava and in fact seemed to penetrate in a manner consistent with full-thickness integration into the wall of the inferior vena cava. No thrombus was visualized. It was felt that removal of the inferior vena cava filter would result in significant trauma to the wall of the inferior vena cava, including possibly a full-thickness tear, which would result in hematoma and possible thrombus formation. The procedure was aborted. All devices were withdrawn, and direct pressure was held until hemostasis was adequate. Therefore, the investigation is confirmed for alleged filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, b7, d4 (expiry date: 03/2015), g4 h11: h6(method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter placement was not mentioned . Approximately 15 months post vena cava filter deployment, an attempt to retrieve the vena cava filter was unsuccessful, and it was alleged that filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for a history of dvt. The right groin was prepped and draped in the usual sterile fashion using maximum sterile barrier technique. Under direct ultrasound guidance, the patent right common femoral vein was accessed using micropuncture needle. A guidewire was advanced through the needle which was exchanged for a transitional catheter. The inner portion of the catheter and wire were removed and a j wire was placed into the inferior vena cava. The transitional catheter was removed, the ivc filter sheath was placed over a wire into the inferior vena cava, and contrast venography was performed demonstrating renal inflow. The catheter was removed and the filter deployment device was placed over a wire. The filter was deployed in an infrarenal position. The deployment device was removed and manual compression was used to achieve hemostasis. There were no complications and the patient was reported to be stable. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. There was no specific deficiency alleged in the returned medical records. The investigation is inconclusive for difficulty removing the filter some time post filter deployment. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural and/or patient factors contributed to this event. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 months post vena cava filter deployment, an attempt to retrieve the vena cava filter was unsuccessful. Patient status was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.